Manufacturer narrative:
The lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial pacing capture threshold was elevated. Concomitant medical products: dtbb1d1 ICD, implanted: (B)(6) 2014; 5024m-58 lead, implanted: (B)(6) 1994. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead and right ventricular (rv) lead thresholds were high. Both were noted to be chronically high. The leads remain in use. No patient complications have been reported as a result of this event.